Event description:
It was reported that during a sleeve gastrectomy, on the second firing using a green cartridge the device locked out. The blade did not advance and the firing handle was free moving. While using the device with a gold cartridge the force to fire was higher than usual. Another device was used to complete the procedure. No adverse consequences to the patient were reported. (B)(6).

Manufacturer narrative:
(B)(4). Articulation link. The analysis results showed that one long60a device was returned in good visual condition and with a partially fired cartridge loaded on the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. In addition, the articulation link was found to be broken upon removal of the joint cover. No conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.